Manufacturer narrative:
E2/e3 ¿ information remains unknown, but an additional supplemental/follow-up report will be submitted upon receipt of information. Corrected data: d9 (¿yes¿ was selected in error on the initial report) and h6 (type of investigation code ¿4114¿ was inadvertently omitted from the initial report). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Based on the customer¿s troubleshooting, it appears that the customer has narrowed the issue down to the suspected (cv-190) video processor. The customer was advised to send the suspected cv-190 in for service/repair. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center had no image when 180 series endoscopes and video cables (maj-130) were connected to the processor. No error codes appeared. There were no reports of patient harm.